Manufacturer narrative:
(B)(4). A maquet field service technician tested the system and could not duplicate the problem. Checked divergence, current settings and ice block calibration. Verified system with customer setup (hoses and connectors). No problem found. Water diverter on main side was floating in water. Reinserted and secured in return port. Tested system to factory specifications. All tests were executed successfully. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).

Event description:
(B)(4).